Event description:
The customer observed a false non-reactive alinity I anti-hbc result generated for a 61-year-old male patient sample. The following data was provided (customer¿s reference ranges - abbott <1.0 s/co; roche >1.0 cio): sample ID (B)(6) initial result = 0.88 s/co, repeat result on roche = 0.79 cio no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false non-reactive alinity I anti-hbc ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified slightly higher complaint activity for lot 77227be01, however, no increase in complaint activity was identified for list number 07p87. Device history record review did not show any related nonconformances, potential nonconformances or deviations associated with the lot number and complaint issue. In-house sensitivity testing of a retained reagent kit of the alinity I anti-hbc ii complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panel. Based on this data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Note: alinity I anti-hbc ii and architect anti-hbc ii utilize the same reagents and sample/reagent ratios. Product labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbc ii for lot number 77227be01 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Complete entry section e1 - initial reporter establishment name = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84 and a 510k/PMA/bla number of p080023.

Event description:
The customer observed a false non-reactive alinity I anti-hbc result generated for a 61-year-old male patient sample. The following data was provided (customer¿s reference ranges - abbott <1.0 s/co; roche >1.0 cio): sample ID (B)(6) initial result = 0.88 s/co, repeat result on roche = 0.79 cio . No impact to patient management was reported.